Event description:
It was reported that a cartridge alarm 0 occurred. The cartridge was reloaded to resolve the issue. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Customer administered a manual injection of insulin to address high bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.